Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer accidentally bolused and they wanted to know how to cancel the active insulin because it was entered in error. Customer's blood glucose level was 300 mg/dl. The emergency medical services were dispatched because of his high blood glucose level. Vitals were fine. The customer declined troubleshooting because she wanted to take the customer to the hospital. His blood glucose level dropped to 75 mg/dl. The device was not returned.